Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) got stuck in the cartridge. The surgeon attempted to insert the iol. The surgeon felt resistance when turning the inserter as the implantation was attempted. The surgeon thought if the device was turned further the lens would crack. The cartridge tip may have been damaged. The iol was subsequently inserted, then removed and replaced during the same procedure. There were no complications such as a capsule tear, vitrectomy, incision enlargement or sutures. The patient¿s status was reported as ¿unknown¿. No further information was provided.

Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 7, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: the product was received. Visual inspection under magnification revealed the complaint handpiece was received with the plunger rod advanced to the lens stuck in the cartridge tube. Viscoelastic (ovd, ophthalmic viscosurgical device (ovd) residue was observed to be evenly distributed throughout the cartridge. The cartridge tip was observed to be scratched and deformed. The lens module was inspected revealing no issues or viscoelastic residue. Device assembly was inspected revealing no issues. Viscoelastic residue was observed below the lens module indicating an excessive amount of ovd may have been used which could contribute to the complaint issue reported. The plunger rod and plunger rod advancement was inspected revealing no issues. The lens could not be removed from the cartridge for further evaluation; however, the lens was observed to be twisted inside the cartridge. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.